Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to, the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including, confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone17.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose, to 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent.

Manufacturer narrative:
The observed internal cannula tear is related to action #98586. The pod was received fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that would contribute to skin condition irritation at the infusion site. The exact cause of the reported skin condition irritation could not be determined. Corrosion was observed on multiple internal components reservoir cap, tube nut, linkage assembly, mechanism rails chassis, catch beam, cam finger, all three batteries, commutator cap, pcb, and both pulleys. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly, and all three pods had lower than expected voltages, especially the top battery. Due to the observed corrosion, a leak test was completed, and fluid was observed to be leaking from a tear in the unexposed portion of the soft cannula. Due to this tear fluid was unable to flow through the complete fluid path allowing fluid into the pod, causing the internal corrosion, lower than expected battery voltages, and data loss. The top and bottom housing was observed to be cracked. It could not be determined if the housing cracks allowed fluid to enter the device and contribute to the corrosion, battery depletion, and data loss. The timing and cause of these cracks could not be determined.

Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that would contribute to skin condition irritation at the infusion site. The exact cause of the reported skin condition irritation could not be determined. Corrosion was observed on multiple internal components reservoir cap, tube nut, linkage assembly, mechanism rails chassis, catch beam, cam finger, all three batteries, commutator cap, pcb, and both pulleys. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly, and all three pods had lower than expected voltages, especially the top battery. Due to the observed corrosion, a leak test was completed, and fluid was observed to be leaking from a tear in the unexposed portion of the soft cannula. Due to this tear fluid was unable to flow through the complete fluid path allowing fluid into the pod, causing the internal corrosion, lower than expected battery voltages, and data loss. The top and bottom housing was observed to be cracked. It could not be determined if the housing cracks allowed fluid to enter the device and contribute to the corrosion, battery depletion, and data loss. The timing and cause of these cracks could not be determined.